Event description:
It was reported that during a percutaneous transluminal intervention, deflation difficulty occurred. During a percutaneous transluminal intervention, a 3.5x20mm maverick2 balloon was used. The balloon was inflated and difficulty was encountered when attempting to deflate the balloon. It took approximately 30 seconds for the balloon to deflate. "Managed to get the balloon out with no problem after a while." No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a detailed examination of the returned device identified some bunching of the inner shaft at the proximal edge of the proximal markerband. An examination of the proximal weld site confirmed that no focal necking was present. Measurements of the outer diameter of the proximal weld were within specification. The device was attached to an encore inflation unit and the balloon was inflated with water to its rated burst pressure. A vacuum was pulled and the balloon deflated in approximately 8 seconds. This was repeated three more times and the average deflation time was 9 seconds. Deflation time was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention, deflation difficulty occurred. During a percutaneous transluminal intervention, a 3.5x20mm maverick2 balloon was used. The balloon was inflated and difficulty was encountered when attempting to deflate the balloon. It took approximately 30 seconds for the balloon to deflate. "Managed to get the balloon out with no problem after a while." No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).